Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device involved in the event has not been returned for analysis; therefore, the event cause could not be determined.

Event description:
After the pipeline was removed, the physician decided to abort the procedure. Angiography post procedure showed no evidence of iatrogenic injury change in the vessels. One day post procedure, the patient had an MRI finding of spontaneous ipsilateral, small subarachnoid hemorrhage in non-parent vascular territory. The subarachnoid hemorrhage event resolved one month post procedure after plavix was held.

Event description:
Information received from the premier clinical study, subject: 109005. Treatment of an unruptured saccular sidewall measuring approximately 4.7mm x 4.3mm located in the c5-clinoid segment of the left ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.75mm x 16mm) did not fully open on the proximal end and it was removed from the patient. No patient injury was reported as a result of this procedure.